Event description:
It was reported that the right ventricular (rv) lead exhibited short non-sustained tachycardia (nst) episodes with short interval counts (sic). In addition, oversensing noise was noted on the electrogram (egm). The physician attempted to extract the rv lead, however it was unsuccessful and was capped instead. A new lead was attempted, but was unsuccessful due to stenosis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. The analyst noted that 238 lifetime short interval counts (sic) occurred since 2013-06-08. In addition, two non-sustained tachycardia (nst) episodes and five lead failure predictor episodes were recorded between 2013-08-27 and 2013-12-18. The lead integrity alert (lia) was triggered on 2013-12-18 due to meeting the conditions for nst and sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).